Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 500 mg/dl range. Their blood glucose reading the previous day was 491 mg/dl. The patient treated via insulin pump bolus. During troubleshooting, no insulin pump or infusion set anomalies were noted. The insulin pump passed the displacement test. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.